Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room due to high blood glucose as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of incident and current blood glucose was 214 mg/dl. The customer was treated with manual injection. The customer experienced symptoms such as sick and vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was not active. Customer did not allege that the insulin pump was under delivering. Customer was assisted with troubleshooting and were not able to complete the displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.